Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: belgium. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device would not work; the machined head was damaged, the reciprocating arm was worn, the ball plunger and screw were missing, the needle bearing was corroded, and the control bar was out of position, and the device was out of calibration. The screws, machined head, ball plunger, lever, pin, reciprocating arm, control bar, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the air dermatome did not work. There was no report of harm or injury to the patient. However, an unspecified delay in the procedure was reported. Due diligence is complete and no additional information is available. At device evaluation the dermatome was identified as missing a screw. No adverse events were reported as a result of this malfunction.